Event description:
A malfunction was reported for a pump categorized under malf 3-0x2095, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown, as the customer declined to provide relevant information, but it was noted that there was no adverse impact. As a corrective measure, the customer was informed about the necessity to replace the pump, which was under warranty. Technical support confirmed the customer's shipping address, provided storage mode instructions for the transport of the pump, and instructed the customer to return the faulty pump using a pre-paid label and return box. A replacement pump was sent to the customer. Customer declined to provide further information.